Event description:
It was reported that there were recent drops in left ventricular (lv) lead impedance with multiple out of range (oor) low measurements. Upon evaluation of the lv lead it was noted that there was possible loss of capture from the lv lead or a pacing issue resulting in a decrease in the effectiveness of cardiac resynchronization therapy (crt). The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted (B)(6) 2021 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.